Event description:
The procedure began with the insertion of a 120mm needle for insufflation. The needle was not long enough to penetrate into the abdominal cavity. Consequently, the surgeon switched to a 150mm long needle. The resident then introduced a 100mm trocar. Upon insertion of the scope, it was discovered that the trocar had not completely penetrated. Dr then forcefully re-introduced the trocar, penetrating the stomach wall and nicking a small area of the bowel. The event involves obvious misuse of the product. The surgeon's utilization of a 100mm trocar is clearly inadequate in that a 150mm needle was required to penetrate through to the abdominal cavity.